Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was on warfarin starting on (B)(6) 2023 and it was unknown if this was a contributing factor to the gastrointestinal bleed. A blood sample was conducted and an upper gastrointestinal endoscopy was performed on (B)(6) 2023. Erosive gastritis scattered redness, erosion, and vasodilation were seen from the antrum of the stomach to the fornix. A small intestine capsule endoscopy was performed and found a large amount of coagulation in the small intestine and colon, suggesting bleeding. There was no active bleeding, and no coarse lesions were observed in the small intestine. Coagulation was observed in the upper jejunum and was thought to be gastric mucosal disorder. Persantin and ethyl icosapentate were still discontinued, but heparin and warfarin 4 mg were started on (B)(6) 2023. Heparin was discontinued on (B)(6) 2023 and the patient was discharged from the hospital on (B)(6) 2023 on warfarin. The stool from that day was not black. The patient's general condition was good and came to the hospital for cardiac rehabilitation on (B)(6) 2023. Proton pump inhibitor was changed, and antiplatelet drugs were discontinued.

Event description:
It was reported that the patient developed major bleeding in the upper gastrointestinal tract. On (B)(6) 2023 the patient was readmitted for gastrointestinal bleeding due to complexities in medical management. On (B)(6) 2023, a gastroscopy found erosion. There was no active bleeding at the time of an examination, but it was considered that blood oozing from the gastric mucosa did not stop during the administration of anticoagulants, causing the decrease in hb (hemoglobin) and black stool.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.